Event description:
A consumer reported that following intraocular lens implant surgery (iol) his astigmatism was not corrected. He stated images look fuzzy and sees a secondary image. He reported his surgeon recommended glasses, but the consumer does not want to wear glasses. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. (B)(4).